Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope was not communicating with the system. The event occurred during a diagnostic colonoscopy. The procedure was completed with a similar device and there were no reports of delays or patient harm.